Manufacturer narrative:
Zimmer biomet (B)(4). Unique identifier (UDI) number: unknown. Fax number, post office or zip code: not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported the implants in tooth locations # 21 and 28 were removed due to peri-implantitis.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. D4: UDI not available. D9: device available for evaluation change ¿no' to 'yes'. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. DHR review was completed for the subject lot numbers: (61846719 and 61595290). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st1836 and st159) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot numbers: (61846719 and 61595290) for similar events and no other complaint was identified. Review completed utilizing keywords: peri-implantitis.

Event description:
No further event information is available at the time of this report.